Event description:
It was reported that the pump triggered an altitude alarm, preventing insulin from being delivered. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support instructed the customer to clean the pump, load a new cartridge, and wait for moisture to evaporate, but the alarm persisted. Consequently, a replacement pump and cartridge were sent, and the customer switched to multiple daily injections (mdi) for insulin delivery until the new pump arrived. The customer was also guided on how to return the faulty pump.